Event description:
An ophthalmologist reported that a pt with a medical history of lacrimal duct obstruction had undergone, in 2003, a cataract surgery due to visual acuity reduced, and phacoemulsification and aspiration (pea) with intraocular lens (iol) implant was performed in the right eye. During the surgery 0.5 ml of healon 0.6 and 0.5 ml of mealon (both containing hyaluronate sodium) were administered and iol was inserted in the capsule; after that, sticky substance of 10.0 ml was aspirated and removed with needle. No complications were observed during the surgery. The day after the iol was completely inserted in the capsule and continuous curvilinear capsulorrhexiz (ccc) was also kept. However, iol was extremely deviated forward in the capsule and myopia increased at -3.5 degree. Anterior chamber became shallow particularly in periphery because iris was pushed with the capsule and intraocular pressure was shifted arround 20 mmhg. During hospitalization the pt did not develop posterior synechiae of iris and intraocular pressure increased and their clinical course was followed and on an unk date the pt was discharged from the hospital. In 2003 the pt was submitted to a check-up as an outpatient and an upper posterior synechiae of iris was diagnosed. Although intraocular pressure was steady at 14 mmhg, refractive error was showed at 3.25 degrees -2.0 degrees a180 degrees. The ophthalmologist described the clinical course to the pt and planned their hospitalisation for cataract surgery in the left eye and removal of the sticky substance in the right eye for dec. 2003. In dec 2003 puncture of anterior chamber was conducted at three sites and sticky substances were injected. Then the adhesions of ccc to iol and upper posterior synechiae of iris were detached, when sticky substance was flowed from the back of intraocular lens in the capsule, perfuse at flow of 25 cc/min with a needle attached to indocyanine green angiography (I/a) chip. In dec. 2003 the pt recovered from the event. The reporting ophthalmologist assessed the event serious/hospitalization and the causal relationship between the event and hyaluronate sodium as probable. The company considered the event serious/intervention required.